Manufacturer narrative:
(B)(4). The DHR for the instrument in question, was reviewed and found completely without any irregularities. This instrument was manufactured at the tecomet, inc (B)(4) facility as part of a 50pc. Lot in november of 2015. Evaluation of the returned instruments showed that the jaws of this instrument are aligned properly and the jaw gap in both the open and closed position measures to print specs. Further evaluation of this instrument shows that this instrument picks-up, retains, closes and releases clips as required of its function both with and without the use of silastic test tubing. We are unable to validate the alleged complaint since we are unable to duplicate the alleged issue. Parts were 100% visually inspected and tested at the tecomet inc. (B)(4) facility before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. At this time, it is un-determined what caused the alleged defect.

Event description:
When attempting to clip the renal artery with the applier, it was noticed that the applier was defective and did not close the clip. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
When attempting to clip the renal artery with the applier, it was noticed that the applier was defective and did not close the clip. The patient's condition was reported as fine.